Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of clearlink continu-flo solution set disconnected from the patient despite being "screwed on". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. With the help of female luer, a functional testing was performed including pressure test and clear passage under water; which performed according to product specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.